Event description:
Customer reported hospitalization due to high blood glucose readings of 500 mg/dl and diabetes ketoacidosis. It was noted that the customer was on IV and getting insulin shots. Customer stated that two days prior to the hospitalization he was feeling sick, had elevated blood glucose readings and was vomiting. Customer mentioned hearing random beeping on the insulin pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery, no power and battery out limit alarms were noted in the alarm history. The high pressure test and self test were also performed and passed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.